Manufacturer narrative:
H3: product analysis of part # kex152eb-cds; lot # 0230280085. Visual inspection confirmed the cement has dried in the cartridges. The cds gun appears to have been over pressurized during use due to the hardened cement. Unable to determine viscosity of the cement at the time of use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was compression fracture. It was reported that the cement delivery system (cds) malfunctioned, as the cement did not advance into the body despite repeated attempts. It was kept pumping the handle of the gun but there was no advancement of the cement and noticed that saline was dripping and then the bag exploded inside the gun and water went everywhere. This necessitated the replacement of the gun. Additionally, the cement was described as too viscous, not doughy or homogenous prior to delivery, and subsequently hardened too quickly, causing further procedural delays. A new batch of cement was mixed, but it also hardened immediately, requiring another batch to be prepared. Procedure/technique performed was kyphoplasty. The procedure was ultimately completed successfully using a new product. The level planned to treat was t12. No patient complications have been reported as a result of this event.